Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported to implant patient registry and by field clinical specialist, approximately 1 year, 9 months post-implant of a 20 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the 20 mm sapien 3 ultra valve was explanted and a surgical aortic valve was implanted. The valve was reported to have had a mean gradient of 56mmhg and valve area of 0.4 cm2. During the explant, an aortic root replacement with surgical implant of a 23mm inspiris valve was performed. Per additional information received from the fsc, the valve was explanted due to progressive stenosis from calcification with a concern for pannus and thrombus. The patient was put on coumadin with no change. The gradient continued to be elevated and it was felt to be due to patient prosthetic mismatch, so the decision was made to explant with redo to the avr.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported to implant patient registry and by field clinical specialist, approximately 1 year, 9 months post-implant of a 20 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the 20 mm sapien 3 ultra valve was explanted and a surgical aortic valve was implanted. The valve was reported to have had a mean gradient of 56mmhg and valve area of 0.4 cm2. During the explant, an aortic root replacement with surgical implant of a 23mm inspiris valve was performed.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated/ corrected: update to. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3 ultra thv IFU was reviewed. Incorrect sizing is a warning in the IFU. Device explant is a known potential adverse event. Device explants is noted under potential adverse events. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The events were confirmed from the medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, the patient has a history of hyperlipidemia and type ii diabetes, which are well-known risk factors for developing bioprosthetic valve calcification/stenosis. As such, available information suggests that patient factors (hyperlipidemia, diabetes) may have contributed to the reported event. A technical summary is applicable to this complaint event. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the complaint description, ''the gradient continued to be elevated and it was felt to be due to patient prosthetic mismatch, so the decision was made to explant with redo to the avr.'' Patient prosthesis mismatch (ppm) refers to when the effective valve area after valve replacement is less than that of a native valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2. The presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. Per medication record, during the savr procedure, they ended up opening the noncoronary sinus down to the level of the annulus to accommodate an appropriately sized valve. The right coronary ostium was slightly low and post implantation of the valve the sewing ring was in very close proximity to the ostium. There was a concern of there might be some compromise flow and therefore decide to bypass the rca. It is possible that due to patient anatomy condition, a smaller thv was previously selected. As such, available information suggests that patient factors (anatomy conditions) and/or procedure factors (improper valve size selection) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.